Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tube was detached. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.